Manufacturer narrative:
The insulin pump alarmed after battery change due to broken solder joint on the interface board. Unit was monitored in 50c oven for several days and no alarms noted. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.